Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low blood glucose of 44 mg/dl. The customer stated that the blood glucose had been low since the friday prior. The customer treated with glucose tablets and food and had a blood glucose reading of 222 mg/dl by the time of the report. The drive support cap appeared normal and recessed. The reservoir showed more insulin that what was shown on the status screen. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to follow up with a health care professional regarding the low blood glucose, and to monitor the insulin pump.